Manufacturer narrative:
The affected unit was returned drained and the isolated particulate was received in a separate bag. The particulate had a round, flat shape and contained both clear and black areas. The particulate was sent to an external lab for analysis and the results indicate it is composed of polycarbonate. The investigation into this event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while compounding milrinone and d5w into a cormix empty eva container with 2 ports, that an object with the appearance of legs and a wing were visible inside the bag. It was further reported that the compounding technician cut the bag and extracted it from inside using a needle to confirm that it was not coring. There was no patient involvement. No additional information is available.